Event description:
It was reported that the dexcom g7 continuous glucose monitor disconnected from the ilet and failed to pair for over five hours, during which the user continued to see glucose values on the dexcom app and performed a fingerstick, and later successfully re-paired the ilet and dexcom without further assistance. Symptoms included hyperglycemia with a reported maximum above 400 mg/dl and elevated glucose for more than three hours, without alerts from the ilet due to absent cgm readings. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no need for assistance. Investigation included troubleshooting and user education, as well as review of ilet alert behavior. Investigation of this case revealed a communication or pairing failure between the ilet and the dexcom g7, consistent with a sensor-transmitter connectivity issue that prevented glucose data from reaching the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication disruption between the cgm and the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.